Manufacturer narrative:
Concomitant medical products: 503458 lead, implanted on (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling crappy and short of breath and stated their implantable pulse generator (ipg) battery exhibited premature battery depletion. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.